Manufacturer narrative:
Manufacturer control no. 27820. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was being used on a male patient in the intensive care unit in cardiogenic shock. The catheter was inserted into the patient's left femoral and a short time after insertion the patient became unconscious. At the same time a lot of blood flowed into the helium line. The intra-aortic balloon pump (iabp) alarmed helium loss alert. Immediately, the perfusionist disconnected the helium line. The iab was removed and the patient was unresponsive and was hardly breathing. He was immediately given artificial respiration. When the iab was examined they noticed that the balloon was detached from the catheter at the distal end. Another iab was inserted successfully for the patient. It is unknown how long the delay was in treatment to the patient. The patient's outcome was okay.